Event description:
On (B)(6) 2024, the patient underwent a port placement procedure using powerport isp MRI via the internal jugular vein in the right chest wall. Post the procedure on (B)(6) 2026, swelling was noted during infusion. Clinical examination and imaging confirmed rupture of the port catheter. It was further reported that the fluid leakage occurred, with associated extravasation. Both the port and catheter were subsequently removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.